Manufacturer narrative:
PMA/510(k) #: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report being submitted due to the device being evaluated in the lab at cirl on 26-may-2021. Tip was broken from catheter. "As per update cc form": tip was broken from catheter. Procedure: stenting sfa re, crossover, first stent biomimics, 2.stent should be the zfv6, srong resistant and friction during introducing white tip of catheter was broken> could be recovered with help of vert-catheter, the patient is fine. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: 1. What was the target location for the complaint device? Afs. 2. Was the device used percutaneously? Femoral crossover. 3. Which artery was the stent to be placed in? Asf. 4. Was the approach ipsilateral or contralateral? Contralateral. 5. If contralateral, was the bifurcation angle tight? 6. Where on the patient was the percutaneous access site? Left. 7. Details of access sheath used (name, fr size, length)? Cook. 8. Was the device flushed through both flushing port before the procedure, as per IFU? Yes. 9. Details of the wire guide used (name, diameter, hyrdophyllic)? 10. Was the patient's anatomy tortuous or calcified? 11. Was resistance encountered when advancing the wire guide or delivery system to the target location? How did the physician deal with this resistance? Yes. 12. Was pre-dilation performed ahead of placement of the stent? Yes. 13. Was post-dilation performed after the placement of the stent? 14. Did the tip of the delivery system cross the target location? 15. Are images of the device of procedure available? 16. Did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? 17. What artery was the stent placed in?

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Device evaluation: the zfv6-80-7-10.0 device of lot number c1738600 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 26th may 2021. On evaluation of the device, it was observed that the distal tip was missing on the distal end of the outer sheath. The device flushed without issues. A 0.035 inch wire guide passed with no issue. Document review: prior to distribution zfv6-80-7-10.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zfv6-80-7-10.0 of lot number c1738600 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1738600. It should be noted that the instructions for use are ifu0058-4. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy. Tortuosity could have applied stress to the tip of the device, causing the inner catheter joint to break and as a result, causing the distal tip to detach from the device. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The distal white tip was recovered from the patient¿s body therefore a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Tip was broken from catheter. "As per update cc form": tip was broken from catheter > procedure: stenting sfa re, crossover, first stent biomimics, 2.stent should be the zfv6, srong resistant and friction during introducing> white tip of catheter was broken> could be recovered with help of vert-catheter, the patient is fine. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: what was the target location for the complaint device? Afs. Was the device used percutaneously? Femoral crossover. Which artery was the stent to be placed in? Asf. Was the approach ipsilateral or contralateral? Contralateral. If contralateral, was the bifurcation angle tight? Where on the patient was the percutaneous access site? Left. Details of access sheath used (name, fr size, length)? Cook. Was the device flushed through both flushing port before the procedure, as per IFU? Yes. Details of the wire guide used (name, diameter, hyrdophyllic)? Was the patient's anatomy tortuous or calcified? Was resistance encountered when advancing the wire guide or delivery system to the target location? How did the physician deal with this resistance? Yes. Was pre-dilation performed ahead of placement of the stent? Yes. Was post-dilation performed after the placement of the stent? Did the tip of the delivery system cross the target location? Are images of the device of procedure available? Did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? What artery was the stent placed in?